Event description:
The customer would like the run data file investigated to determine a possible cause for the higher than expected (wbc) content in the platelet product. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt info is reasonably known at the time of the event. Unit # (B)(4). The disposable is not available for return, because it has been discharged by the customer. This report is being filed due to a device malfunction that has potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data files (rdf) were analyzed. Signals in the (rdf) do not indicate a conclusive cause for the greater than expected wbc content in the platelet product reported for this collection. No unusual process variable was identified in the run data file and the trima accel system operates as intended. Based on the available info it is possible that this leukoreduction failure could be donor-related. It also cannot be ruled out that a sampling, calculation, or other process error may have contributed to the higher than expected wbc content in the platelet product. Investigation eval and corrective actions are in-process. A f/u report will be provided.